Manufacturer narrative:
Product ID 3708360 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product type extension product ID 3550-09 lot# lb8172 serial# implanted: (B)(6) 2004 explanted: (B)(6) 2008; product type plug and boot product ID 37742 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient product ID 3487a lot# j0108142v serial# implanted: (B)(6) 2001 explanted:; product type lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted on her left side stomach area on (B)(6) 2006. The ins flipped and the patient's physician replaced the device with another ins that was implanted on the patient's right side in the buttock area. The replacement took place on (B)(6) 2008. The patient recovered without sequelae.